Event description:
It was reported that the customer received a no delivery alarm while attempting to bolus. The customer's blood glucose was 299 mg/dl. Troubleshooting was done. The customer stated that she had tried all remedies in order to resolve the no delivery alarm. Advised to avoid bending the tubing where the infusion set connects to the reservoir. The customer replaced the reservoir and saw that the connection between the tubing and the reservoir was not fully connected. After properly connecting, insulin was able to pass through, and delivering a bolus was successful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.